Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a was and a dilator; the dilator was snapped into was. Microscopic examination revealed that the was shaft was kinked 4.5cm and 30cm from the tip. The tip of the dilator was kinked and there was a split in the end of the tip. The damage is consistent with interaction with a guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 20 aug 2015. It was reported that the dilator tip kinked. The patient was undergoing a left atrial appendage closure procedure. A watchman access system (was) was selected. While introducing the was, the physician noted it could not be inserted into the femoral vein. The tip of the dilator had kinked and the was would not advance. The procedure was completed with another watchman access system. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed the tip of the dilator was split.